Event description:
It was reported that this patient received one inappropriate electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and determined that this was due to oversensing of non-physiological noise and recommended chest x-rays. The noise could not be reproduced with posture testing. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.